Event description:
It was reported that shaft break occurred. The target lesion was located in the bifurcation of the left anterior descending artery. A stent was implanted in the diagonal artery and a 4.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for post dilation of the stent however, the shaft of the device was fractured while still outside the patient's body. The device was completely removed from the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older complainant name: (B)(6) hospital. (B)(4).

Manufacturer narrative:
. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. There was blood in the wire lumen. The distal tip was damaged. The hypotube shaft was broken 78cm from the hub. The fractured faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous kinks throughout the hypotube. Inspection of the inner and outer shafts and the corewire presented no damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the bifurcation of the left anterior descending artery. A stent was implanted in the diagonal artery and a 4.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for post dilation of the stent however, the shaft of the device was fractured while still outside the patient's body. The device was completely removed from the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.